Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via (B)(6) post that the insulin pump had an audio anomaly. Customer did not hear the beep while in a wreck while having low blood glucose. The customer¿s blood glucose during the incident was unknown. It is unknown whether auto mode was in use or not. The device will not be returned for analysis.